Event description:
The patient was being induced under anesthesia when the crna and mda went to ventilate the patient they were unable to so because there was an air leak. The valve on the condensation trap appears to have stuck open thus allowing air to escape; preventing proper ventilation. Staff reviewed the normal process and algorithm and found no practice deviations from the standard work. As a result of this incident they had to wake the patient, changed rooms and equipment and re-induced the patient.